Event description:
On (B)(6) 2014, the reporter contacted animas, alleging repeated call service 54 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: a review of the alarm history showed evidence of multiple call service 054 alarms. An ezprime sequence and 24 hour duration test were successfully completed. No call service alarms were duplicated during testing. There was no evidence of internal moisture observed. The complaint was verified in the pump history but not duplicated during testing.